Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, mildly calcified, 85% stenosed, mid right coronary artery. After inflation of the 4.5x8 mm voyager nc balloon catheter at the lesion, the balloon catheter did not deflate and was removed from the anatomy inflated. A new 4.5x8 mm voyager nc was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. The patients final outcome was satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.